Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was in the 300's (mg/dl) and it was addressed with a bolus once the cartridge/infusion set was changed. Troubleshooting did not occur with tandem technical support as the customer had already changed the cartridge and the infusion set. Reportedly, the customer did not receive an occlusion with the new supplies.